Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to a diabetic coma. The customer's blood glucose reading at the time of the report was 326 mg/dl. The customer stated that five days prior to the event, she was incarcerated, and she was not permitted to use the enzymes she requires to properly digest her food. Troubleshooting was performed and found that the customer was practicing the proper set change technique. The customer was disconnected during the manual prime. The customer last changed the infusion set the day before the event. The prime test passed. The customer stated that insulin shoots out during the manual prime. While checking the insulin pump's history files, it was found that the insulin pump alarmed max delivery prior to the event. Nothing further was reported.